Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and initial functional testing revealed that the device would not power on or start up due to a blown fuse. The fuse was replaced, after which the device powered on. Full functional testing, electrical safety testing, calibration and simulated therapy were then performed with no additional defects or malfunctions found with the device. The power supply fuse had blown during a power failure, resulting in a defective power supply. The reported problem was verified. The direct cause of the reported problem was identified to be the power supply. The power supply and power supply fuse were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that smoke was observed coming from the cables on a homechoice device. This event occurred during therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.